Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 129 and 97mg/dl. Tests were done within 10 mins. Pt did a control solution test and got a reading of 137 (range 103-154). Pt did not experience any adverse events. No further info has been reported.